Event description:
It was reported that this pacemaker had an issue related to swelling and infection. Reportedly, the implantable pacemaker was not flat in the patient's chest. The boston scientific technical services (ts) referred the patient to the physician to have a visual inspection of the patient's pocket. There were no additional adverse patient effects reported. The pacemaker remains in service.